Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery. Following pre-dilatation, a 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The physician tried again, but found the most of the proximal part of the stent detached from the balloon. The device was then removed slowly, but the stent dislodged in the radial artery. Finally, the physician used two balloon catheters to inflate and then used a snare to remove the dislodged stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element stent was returned for analysis on an incorrect catheter. The stent had detached from the balloon and was returned for analysis without the promus element stent delivery system (sds). However, a balloon catheter was returned that is not a bsc product. A visual examination of the stent found the stent severely damaged across its entire length with struts distorted, lifted from the stent profile and bunched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery. Following pre-dilatation, a 4.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician tried again, but found the most of the proximal part of the stent detached from the balloon. The device was then removed slowly, but the stent dislodged in the radial artery. Finally, the physician used two balloon catheters to inflate and then used a snare to remove the dislodged stent. No patient complications were reported and the patient's status was stable.